Event description:
It was reported that on (B)(6) 2012, the patient had a 2.5 x 23 mm xience prime stent implanted in the proximal left circumflex (lcx) with three inflations up to 9 atmospheres (atm). Post-dilatation was performed using the stent delivery system (sds) balloon for two inflations at 9 atm for 30 seconds each. As the stent seemed to be well apposed to the vessel wall on angiography, the procedure was completed and post-procedual intra-vascular ultra sound (ivus) examination was not performed. On (B)(6) 2012, the patient was transferred to another hospital, due to chest pain. Thrombus aspiration was performed with a non-abbott aspiration catheter. And dilatation was performed with two non-abbott balloon catheters. Ivus examination was then performed and confirmed that the proximal part of the xience prime stent was had not been completely apposed to the vessel wall. The xience prime stent was dilated with a 2.75 x 15 mm non-abbott balloon catheter at 20 atm and the procedure was completed. The physician commented that the thrombosis formation was not due to any issue with the device, but that it was caused by the stent implant not being properly apposed to the vessel wall. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.although a conclusive cause for the patient effects and the relationship to the device if any cannot be determined, thrombosis and angina are listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use as known adverse event of coronary stenting procedures.